Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage lead exhibited high impedance and no capture. The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.